Manufacturer narrative:
Tosoh bioscience, inc. Is submitting on behalf of the foreign manufacturer, tosoh corporation, per exemption number e2017013. This report is being submitted due to an internal nonconformance identified. On (B)(6) 2017, a field service engineer (fse) was dispatched to the customer's facility to address the reported event. The fse found tubing was clogged which caused the high pressure error. He replaced the tubing. The fse ran hba1c quality controls (qc). All errors cleared and the g8 instrument is operational. No further action is required by field service. A 13-month complaint / service history review for similar complaints was performed for the serial number (B)(4) from aware date of (B)(6) 2017, which included data from 14-july-2016 through 14-september-2017. There were no similar complaints identified during the searched period, which includes this event. The g8 operator's manual under chapter 6 troubleshooting are as follows: error messages: 100 pressure high explanation: pump pressure exceeded upper limit (pres-high) countermeasure: inspect for clogging at column and filter error level: 1 alarm level: 1 print: 1 error messages: 150 grad sensor error explanation: the grad sensor on the pump malfunctioned. Countermeasure: check the grad sensor. Error level: 0-std; 2-other alarm level: 1 print: 1 the most probable cause for error 100 pressure high and 150 grad sensor error was the clogged tubing.

Event description:
On (B)(6) 2017, a customer reported error 100 pressure high and 150 grad sensor error on the g8 instrument. The customer replaced the filter and column then powered down the instrument. The error messages continued to persist. The customer is unable to run patient samples on (B)(6) diabetes assay.on (B)(6) 2017, a field service engineer (fse) was dispatched to address the reported event, which resulted in delay in reporting of patient results for (B)(6). There is no indication of any patient intervention or adverse health consequences due to the delay in reporting of patient results.